Manufacturer narrative:
Customer checked all the connections and all were properly fastened. The customer technical support (cts) directed the customer to load a new bottle of wash concentrate and no new leaks were observed. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the hydro valve v and the v tubing. No leaks were observed after service was performed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak which appeared to be wash concentrate that created a puddle of liquid on the floor from the synchron lx20 pro chemistry analyzer. No injury or operator exposure was reported for this event.